Event description:
The customer reported to olympus, the high-definition lcd monitor blacked out. The issue was found during preparation for use in a diagnostic colonoscopy. The procedure was completed with a similar device. There were no reports of patient harm. Related patient identifiers: (B)(6).

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer¿s allegation was not confirmed. The device evaluation found no error and blackout was not reproduced. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The g2 field was corrected based on information available at the time of the initial submission. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 3 years since the subject device was manufactured. Based on the results of the investigation, no problem was detected with the device. Olympus will continue to monitor field performance for this device.